Event description:
Technician alleged that the stretcher had no trendelenburg functions. No pt impact.

Manufacturer narrative:
Technician found a frozen gas cylinder. The technician replaced the trendelenburg gas cylinder to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.